Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, which was oversensed causing inappropriate anti-tachycardia pacing (atp). Additionally, a shock impedance measurement greater than 200 ohms was observed. Pacing impedance had also increased from 427 ohms to 1081 ohms and threshold measurements had also increased. The physician programmed shock therapy off for this patient and will perform a revision procedure in the future. A subsequent revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.